Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the right ventricular (rv) lead was found to be dislodged. The dislodgement was confirmed via diagnostic imaging and was believed to be due to the patient's movements. The rv lead was explanted and replaced in order to resolve the issue and the patient was stable.